Event description:
The customer's daughter reported that the customer was hospitalized for high blood glucose levels, with a reading of 900 mg/dl. The customer was found lying on the floor on the morning of the event. The customer had not been complaining of high blood glucose levels prior to the event, but did mention getting rewind errors. The customer changed the infusion set the day prior to the event, but no prime or bolus information was found in the history for that day. Advised that it's possible the customer didn't prime after changing the infusion set, but replaced the insulin pump to be safe. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.